Event description:
Trauma / clinical complication only 3 attempts have been made to obtain the issue with the product. No further information has been received, therefore it is being reported with the information currently available. Due to the lack of information regarding the defect of the product, the type of investigation code has been updated, which is reflected in this follow up report.

Event description:
Trauma / clinical complication only 3 attempts have been made to obtain the issue with the product. No further information has been received, therefore it is being reported with the information currently available.